Event description:
It was reported while using bd syringe 5 ml s/t bns the scale was illegible. This occurred 15 times. There was no report of patient impact. The following information was provided by the initial reporter: 1- marking lines on syringes are illegible ¿ 32 pieces were inspected and out those pieces, 15 pcs were found with this issue. 2- product missing marking lines ¿ 1 pc out of 32 pcs inspected was found with this issue. 3- defective product, ink stains on syringes. 8 pieces out 32 pcs inspected have this issue see pictures attached, samples available. Busse item# 1756a, bd item# 301028 - 5cc luer slip-tip syringe, lot# 2160605, po 88261, qty rejected 2 cases (2800 pcs). Please investigate why this is happening. Also, advise what do you want us to do with these 2 rejected cases? Return or scrap? We need a credit memo for these 2 cases that cannot be used (B)(4).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-dec-2022. H6: investigation summary: it was reported there were scale marking issues. To aid in the investigation, eight samples and one photo were provided for evaluation by our quality team. The photo provided showed four loose 5ml syringes and aligned with the samples received. An evaluation of the samples was performed, and six of the eight samples exhibited light ink smears, and large and small breaks in various areas of the scale between the 2ml and 5ml graduation lines. Three of the six samples also had a slightly smeared bd logo. The listed conditions did not affect form, fit, function or legibility. Therefore, these six samples still met acceptable for the criteria per product specification. In the two remaining samples, one sample was missing the entire printed scale, with only gross ink smears present. The other sample had light ink smears, and large and small breaks on various areas of the scale marking between the 2ml and 5ml graduation lines. One of the smears between 4ml and 5ml caused illegibility of the printed scale which would inhibit proper function. These two of the eight samples were found to be non-conforming per product specification and are associated with the marking process. A device history, printing and assembly record review was completed for provided material number 301028, lot number 2160605. The review revealed multiple instances of print defects were found during the manufacture of this batch and a quality notification opened for one of the events. Adjustments were made, including doctor blade replacement, pad roll replacement, timing system adjustment, and adjustment of non-fixture tooling. It is likely one of the issues adjusted for per the device history record review led to the conditions observed. Requalification was performed for all issues. However, it is possible a limited number of pieces with these conditions were able to escape detection. The conditions appear to be occurring at or below their expected frequency. Batch 2160605 is considered in compliance with our product specification requirements.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 5 ml s/t bns the scale was illegible. This occurred 15 times. There was no report of patient impact. The following information was provided by the initial reporter: marking lines on syringes are illegible ¿ 32 pieces were inspected and out those pieces, 15 pcs were found with this issue. Product missing marking lines ¿ 1 pc out of 32 pcs inspected was found with this issue. Defective product, ink stains on syringes. 8 pieces out 32 pcs inspected have this issue. Busse item# 1756a. Bd item# 301028 - 5cc luer slip-tip syringe. Lot# 2160605. Qty rejected 2 cases (2800 pcs). Please investigate why this is happening. Also, advise what do you want us to do with these 2 rejected cases? Return or scrap? We need a credit memo for these 2 cases that cannot be used.